Event description:
It was reported via an expedited quality review (eqr) report. Symptom - pump was switched with a functioning one. There is no intra-aortic balloon (iab) complaint. Patient outcome was good. Actions: replaced the pneumatic control switch (pcs) assembly.

Manufacturer narrative:
(B)(4).